Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the bearing on the attachment device came out. It was further noted that the bearing was lost during transport. There were no delays to the planned surgical procedure which was completed successfully. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was r determined that the bearings fell out of the unit and the device was missing ball bearing and bearing spacers. The assignable root cause was determined to be due to degradation of loctite threadlocker from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.